Manufacturer narrative:
H4: the lot was manufactured from november 06, 2019 - november 07, 2019. H10: nine (9) actual samples were received for evaluation. A magnified visual inspection was performed in all samples which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in nine (9) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (fill port). This was identified prior to patient use. There was no patient involvement. No additional information is available.